Manufacturer narrative:
(B)(4) - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that six infusion sets fell off during use. Infusion set was in use for 2 hours each. The blood glucose was reported 357 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.